Manufacturer narrative:
The device was not returned for eval. The customer's mother reported that the cannula had dislodged from the infusion site. This condition would interrupt insulin delivery and contributed to hyperglycemia. No product lot number was reported; no qualification record review could be performed. The omnipod user's guide warns "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery," and "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery."

Event description:
Customer's mother reported that she awoke at 3:00 am to her child vomiting. She checked her daughter's blood glucose and it was 492 mg/dl. She stayed up with the child and treated the high bg via insulin boluses (times and dosages were not reported). At 7:00 am, the bg result was "high" (>500 mg/dl). She called the doctor, who advised to manually inject insulin and change the device. While she was removing it, she noticed that the cannula was out of the skin, although the adhesive appeared to be properly in place. The mother was not able to recall the date of the event to locate exact treatment details in the device memory.